Manufacturer narrative:
It was reported that the ventilator's pressure transducer printed circuit board (pcb) was found defective. The ventilator was investigated by our field service engineer on site and the inspiratory pipe and pressure transducer pcb were determined defective and replaced which solved the issue. The device has passed all performance and safety tests according to factory specifications. No log files have been provided and the replaced parts have not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).

Event description:
It was reported that the ventilator's pressure transducer printed circuit board was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).